Event description:
It was reported to manufacturer by facility. Per facility, the hi low head was stuck in the up position and would not lower. Claimed the head motor mount was broken from the motor casing then the motor was wedged against the frame of the bed, and when the maintenance man was investigating, the end of the bed dropped injuring some of his fingers. Maintenance man was sent to the ER for medical exam. Outcome unknown. Manufacturer issued for return of bed.